Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead dislodged when placing the atrial lead. The rv lead was removed and the atrial lead was repositioned into the rv apex. It was indicated the patient experienced a 15 second period of asystole. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.